Event description:
It was reported that a patient underwent a c-section on an unknown date in (B)(6) 2024 and barbed suture was used. The problem of pulling off suture needle happened in surgery . Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not evaluated. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6. H3 analysis summary: the product was returned to ethicon for evaluation. One detached needle and one suture piece were returned for analysis. Product code sxpp1a405. During the visual assessment of the detached needle, the swage and attachment area were as expected. However significant tooling marks were noted on the body; also, the tip and the body needle were noted bent as well. The barrel hole of the needle was examined with magnification, and no suture remnant was noted. The suture was examined, and on one extreme, a correct insertion mark was observed; however, the force used to detach the needle from the suture could not be determined and the other extreme was noted to be cut probably caused by a surgical instrument. Beside that damage and deformations were noticeable in the barbs. Although no conclusion could be reached on the cause of the reported event. The instructions for use do contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.